Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old underwent primary breast reconstruction with unknown mentor saline prostheses that had a final fill volume of 325ccs. Right sided deflation (1645337-2018-02114) and left sided baker¿s grade iii capsular contracture (1645337-2018-02115) was noted post procedure. As a result, bilateral prosthesis replacement with mentor smooth round moderate plus profile 325cc saline prostheses was performed on (B)(6) 2017.